Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while on use on a patient, the anesthesia workstation displayed vast differences between inspiratory and expiratory tidal volumes. There was no patient harm reported. (B)(4).

Event description:
Manufacturer's ref #: (B)(4). Importer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Requested additional information such as performed service intervention and if any parts needed to be replaced has not been received. The logs and the available information have been evaluated and our conclusion which is based on the problem description and received logs is that the reported issue was caused by leakages due to the patient cassette had become dislodged from its original position.